Manufacturer narrative:
It was reported that there was a gap between the cardanic arms of a visum led 2 light at (B)(6) in (B)(6). When the cardanic arm was being removed for repair, it came apart. It was replaced and there have been no complaints since the new unit was installed. The failed unit was originally installed in 2014. While it is unknown why the unit failed, the suspected root cause is misalignment of the c-clip or a missing c-clip. There was no patient involvement or adverse consequence reported.

Event description:
It was reported that there was a gap where the light head meets the cardanic. There was no patient involvement or adverse consequence reported.